Manufacturer narrative:
The device has not been received for evaluation.

Event description:
It was reported that parts of the balloon detached from the tip the catheter inside of the patient's fistula graft during declotting of the graft. Reportedly surgical intervention was required. It was reported that a cut down of the patient's brachial artery was performed to remove the balloon parts. It was further reported that removal of the balloon parts was successful. The patient was reported to be in stable condition and was discharged.